Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The implant received has a lot number engraved on it : lot number 6557421. The original reported affected lot number was lot number 7542654. Clarification is in progress. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020, multiple attempts have been made to obtain further information on the device received, however, it has not been made available. If additional information becomes available in the future, a supplemental report will be submitted. The device received is not the device that was originally reported. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
According to the information provided, the patient experienced a deflation on right breast implant. Since the product has not been returned, it has been concluded that deflation is a known complication associated with these devices as stated in the IFU. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint condition were identified. Concomitant products: saline mentor smooth round high profile 460cc , catalog number 3503460, sn (B)(4), lot 7542654. Deflation is a known complication associated with mentor mammary prostheses. Causes of deflation of saline-filled implants include, but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, manual massage, and intimate physical contact; stress or trauma to the breast, mechanical damage prior to or during surgery, valve malfunctions or tissue ingrowth into the valve, leakage from the fill tube, valve or injection dome (spectrum devices), underfilling or overfilling the implant (see product label), damage from surgical instruments, damage during fill tube removal, damage during the filling stage, closed capsulotomy, shell abrasion, capsular contracture, and origins which are simply unknown. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a breast augmentation primary with saline mentor smooth round high profile 460cc and experienced deflation on the right breast implant. As a result, the patient had undergone removal on (B)(6) 2019.